Event description:
Additional information was received stating that the clinician wound was cleaned with soap and water and employee followed up with employee health for blood draw for needlestick battery and no further treatment needed beyond that. There was a patient involvement with no reported harm.

Manufacturer narrative:
The reported complaint of a tight connection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. Updated information in d9. Corrected information in a and b tabs. Additional contact information: (B)(6).

Event description:
The event involved a 7" smallbore pressure infusion (400psig) bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer. It was reported that when the clinician was attempting to disconnect the ICU med y-tubing from a medline brand blood culture access device, the blood culture device snaped at the luer connection. This caused a hazardous needle stick for the clinician. The luer connection was so tight that even after the break, the parts remained stuck together. When discussed this event with the clinicians, it was noted that the y connecter is often very tight with multiple different types of tubing (ICU med tubing), and they believe the contributing factor was how tight the y tubing connection is (though the luer lock connection on the blood culture access device shattering is obviously a concern as well). There was no harm to the patient but there was a delay in care as new consumables were sourced and the line clamped to continue the draw, but this did cause harm to the clinician, and both are of concern. There was no reported patient involvement.

Manufacturer narrative:
The device is available for evaluation - it has not been received. The investigation is pending.